Manufacturer narrative:
Repairs to the bed have not been completed.

Event description:
Information received indicates the hi/low function of the bed moved up unintentionally after the bed was lowered.